Event description:
It was reported that a malfunction occurred with the pump, specifically error code 16-0x20e6, which persisted despite attempts to reset the device. No adverse impact to the customer¿s blood glucose level was reported. Customer reverted to an alternate method of insulin therapy.